Manufacturer narrative:
(B)(4). Corrected section: b5- summary, e1- event site address correction. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the clear silicone insulation on the cold jaw as well as on the harvesting device handle. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw due to normal clinical use. The clear silicone insulation on the cold jaw was observed to be peeled, approximately closest to the base of the jaw to the tip of the cold jaw, exposing the cold metal jaw. No detachment of silicone insulation was observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed. The lot # 25153483 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the silicone tip separated from the jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.